Manufacturer narrative:
Company representative replaced the co2 module. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the beneview monitor displayed an error message, which may have affected co2 monitoring. No patient injury was reported.